Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed by tandem technical support to perform a system check and no issues were identified. Customer replaced pump supplies as needed and resume insulin.